Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a cool flow pump. The loaner coolflow pump restarted mid-procedure and showed an error 88. The procedure was cancelled. There was no patient consequence. The device was evaluated and no error was found. The device is within specification. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction was found on the device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a cool flow pump. The loaner coolflow pump restarted mid-procedure and showed an error 88. The procedure was cancelled. There was no patient consequence. Additional information was received stating that the customer disconnected the pump from all cables and plugged it into a different socket with a different power cord. After a few minutes, they received the error 88 again which led to the cancellation of the procedure. The stockert generator also displayed the message "check low flow". The stockert generator was replaced and the connection cable # 39d-60x between the generator and pump was replaced as well, but the issue was still there. The patient was sedated with propofol. A transseptal puncture was not performed. The physician considered cancelling the procedure caused a risk to the patient. The patient did not require extended hospitalization. However, the patient will need to return to complete the procedure. Since the physician considered cancelling the procedure caused a risk to the patient, this complaint on the cool flow pump has been assessed as reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). Manufacturer's ref. No: (B)(4).